Event description:
Patient showed up at the office with a small bump on his neck. He thought it was a pimple and picked at it, but it was a part the stimulation lead below the stim incision. No infection, but patient put on antibiotics as a precaution. Patient was brought into the or and the small area was opened up, lead was repositioned under the platisma and sutured loosely down. And the incision closed.